Manufacturer narrative:
The referenced driveline fracture in (B)(6) 2018 is reported on medwatch MFR report # 2916596-2018-04598. Approximate age of device ¿ 2 years and 9 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient remained hospitalized post a driveline fracture in (B)(6) 2018. On (B)(6) 2018, the patient received a heart transplant.

Manufacturer narrative:
Manufacturing evaluation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas. The investigation did not confirm damage to the wires of the returned internal portion of the patient¿s driveline that would have contributed to the reported pump stops and alarms covered under MFR# 2916596-2018-04598. The lvad pump was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outflow elbow) were returned attached to their respective pump ports. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The lvad pump appeared to have been exposed to a fixative agent prior to return for evaluation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the lvad pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information is available. The manufacturer is closing the file on this event.